Manufacturer narrative:
It was reported a patient underwent an idiopathic ventricular tachycardia (idvt) procedure ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter and a navistar® rmt thermocool® electrophysiology catheter and the patient suffered cardiac tamponade requiring per pericardiocentesis, a sternotomy and prolonged hospitalization. After ablation, they were preparing to go left sided and patient became hypotensive. Using ultrasound they saw a pericardial effusion. A pericardiocentesis was performed, an unknown amount of fluid was removed. Then a sternotomy was performed patient was stable when they left the lab to go to the intensive care unit (ICU) and hospitalized for a week. Discharged with full recovery. Device evaluation details: on 28-nov-2023, the device was returned to biosense webster inc (bwi) for evaluation. The evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician's opinion the cause was ablating on the free wall of the right ventricle where tissue is thinner. No steam pop. Correct settings on devices and no error messages on the equipment. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an idiopathic ventricular tachycardia (idvt) procedure ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter and a navistar® rmt thermocool® electrophysiology catheter and the patient suffered cardiac tamponade requiring per pericardiocentesis, a sternotomy and prolonged hospitalization. After ablation, they were preparing to go left sided and patient became hypotensive. Using ultrasound they saw a pericardial effusion. A pericardiocentesis was performed, an unknown amount of fluid was removed. Then a sternotomy was performed patient was stable when they left the lab to go to the intensive care unit (ICU) and hospitalized for a week. Discharged with full recovery. Physician's opinion the cause was ablating on the free wall of the right ventricle where tissue is thinner. No steam pop. Correct settings on devices and no error messages on the equipment.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) . (2) MFR # 2029046-2023-02735 for product code nr7tcsiy (navistar® rmt thermocool® electrophysiology catheter).